Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an upward trend of increasing high voltage impedance since (B)(6) 2018. On (B)(6) 2018, a high voltage lead impedance alert was triggered. The superior vena cava coil on the lead was programmed off. The patient did not experience any adverse consequences.